Manufacturer narrative:
Medtronic received additional information that this aortic valve was replaced due to regurgitation. No additional adverse patient effects were reported. B2: outcome attributed to adverse event updated h6: coding updated.   If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 11 months post implant of this 23 mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.